Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that access was obtained to the axillary artery for impella 5.5 placement. The physician stated that the artery was poor quality and decided to place an 8mm graft using a patch. Anastomosis site had unresolved bleeding, it was decided to give the patient protamine sulfate and platelets. Once bleeding stopped, decision to not give heparin and have a therapeutic activated clotting time for implantation made due to bleeding. The peel away sheath was aspirated and flushed. The left ventricle (lv) was wired and the impella was implanted with difficultly through the anastomosis, with kinked wire at multiple points during lv access. Decision made to rewire using a platinum plus wire. After impella implanted into the lv, wire was pulled, and a clot was noted on the wire. The 5.5 started at p-2, purge pressure high alarms began. There were no kinks noted. There were attempts to increase to p-4 and then a purge pressure blocked alarm occurred. It was decided that it would be beneficial to place a new impella 5.5, with plan to aggressively aspirate and flush again. New impella 5.5 inserted and started at p-2 and working well. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for access site bleeding, high purge pressure, thrombus, product damage (guidewire damage - peripheral vessels) has been completed. The impella device was not returned for evaluation. Axillary access was gained with an 8mm graft used with a patch due to the artery's poor quality. Protamine sulfate and platelets were given to the patient to treat the access site bleeding. The root cause of the access site bleeding was most likely patient condition. Shortly after pump implant, "purge pressure high" and "purge system blocked" alarms occurred. No product was returned, but log review showed a motor current spike followed by an increase in purge pressure over the next 7 minutes before "purge pressure high" alarms occurred. No kinks in the purge line tubing were observed in the field. A clot was found on the guidewire upon wire removal. The root cause of the high purge pressure was most likely biomaterial. The thrombus failure mode was incorporated into the root cause of high purge pressure. Product damage (guidewire damage - peripheral vessel). During lv access, the guidewire was noted to be kinked at multiple points. The root cause of the guidewire damage was not determined since no product/images were returned.